Manufacturer narrative:
Other, other text: the returned sensor was evaluated, during evaluation the sensor passed all visual and functional testing. The sensor was able to obtain spo2 and pulse rate values throughout the entire 16 hours of testing. The sensor was confirmed to be functioning as designed. E1: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that "the masimo sensor wasn't working, and it could have been critical". The customer noticed the masimo sensor wasn't working, even though everything was connected. It had a flat line on the screen for the oxygen saturation reading and some symbols. The patient started experiencing a very rapid bradycardia; it went from around 130 bpm to 100 bpm to 39 bpm, and then no numbers were displayed, only "asyst" and very large gaps between the qrs complexes; she was hypotonic, acrocyanotic, very pale... The customer noted they will never know how low this baby's oxygen saturation dropped, with a brady score of 39 and maybe even lower. There was a patient impact reported.